Event description:
On april 19, 2007, the lay pt's wife contacted lifescan (lfs) alleging that, the pt's one touch ultra meter displayed the battery symbol and the pt was unable to obtain a meter reading. The pt told the medical affairs specialist (mas) he had noted the battery symbol on the meter display intermittently over about a 2 month period; however, he did not realize it was a battery symbol. He said the meter gave intermittent readings especially after he warmed the meter in his pocket. He said he had obtained elevated readings, including more than one reading of "hi" (indicating a blood glucose level >600 mg/dl) on the meter prior to april 12, 2007. He did not recall the date and time or the numerical result of the last reading obtained on the lfr meter. The pt said he takes daily fixed doses of lantus insulin, 50 units in the am and 90 units in the evening. Additionally, he takes humalog insulin in the am, at noon, and in the evening. He said he usually takes 40 units of humalog insulin, but he adjusts it "somewhat" based on his blood glucose readings. He said he does not follow a specific sliding scale regimen because that has "never worked for him". He also taked byetta by injection twice a day. At the times the pt could not obtain a meter reading, he took his usual fixed doses of lantus insulin and byetta and 40 units of humalog insulin. The pt said he always had a hard time controlling his blood glucose level since diagnosed with diabetes in 1995. On the event date, the pt began to feel ill with shakiness and vomiting, while out with his wife. At about 9:30 pm, his wife took him to an ER where an elevated blood glucose reading was obtained; the pt did not know the initial ER reading. The pt was treated with IV fluids and insulin. He refused to be admitted to the hospital. He said he felt better after his blood glucose level came down to about 390 mg/dl and he was released to home at 5:00 am. The customer care advocate (cca) confirmed the meter displayed the battery symbol. The wife denied that the battery had been changed per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges he was unable obtain a reading on the reported meter and later was treated for hyperglycemia in the ER with IV fluids and insulin. During the time he was unable to obtain a meter reading, the pt continued taking insulin and byetta.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.